Manufacturer narrative:
The reported event could not be confirmed since no functional issue could be detected with the returned reamers. The device inspection revealed the following: one 20mm and one 22mm convex surfacing reamer were returned for evaluation. Both items are in a used condition with slight signs of wear, at first glance the cutting edges of both items are fine. Both devices do not have the color coding (orange for 20mm and red for 22mm) which is part of the design since the year 2011, which shows that both devices are older than 14 years. The closer inspection of the cutting edges has shown that the 20mm reamer is in a good condition, there is no indication for any device related issue that could lead to a reduced cutting performance. A functional test with a power tool, guide wire and test material with the same properties as bone was conducted. The cutting performance of the 20mm reamer was very good, which is also indicated by the elongated, uninterrupted shavings that were created. The complaint history was reviewed for the reported catalog numbers of the returned parts and apart from pi 3978714 are no other complaints in relation to worn/blunt devices registered for the affected catalog numbers. Pi 3978714 was the follow up complaint from the same hospital, where their remaining reamers were returned as they were potentially blunt, the complaint was rated as unconfirmed. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected, the root cause of the reported event could not be defined as the returned 20mm reamer is functional as required. If more information is provided, the case will be reassessed.

Event description:
It was reported that: "we had an incident today where one of the anchorage 1 reamers caused harm to the patient by damaging the bone, resulting in a need for a bone graft. It seems the reamers used were blunt." "Mtp fusion surgery, began reaming of the proximal phalanx and as the reamer came into contact with the bone it caused the distal 2/3's of the proximal phalanx on the dorsal aspect to become damaged".

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
It was reported that: "we had an incident today where one of the anchorage 1 reamers caused harm to the patient by damaging the bone, resulting in a need for a bone graft. It seems the reamers used were blunt." "Mtp fusion surgery, began reaming of the proximal phalanx and as the reamer came into contact with the bone it caused the distal 2/3's of the proximal phalanx on the dorsal aspect to become damaged".